Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. According to information provided, the synapsys had anonymous double entries. No other issues were reported. Bd service personnel investigated the issue. The second entry had the sequence and sample number in synapsys. This issue did not adversely impact the patient. This issue was caused by a software bug and will be fixed in a future release. It will be tracked under a system change request. This is a confirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of september. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation.

Event description:
It was reported that while using bd synapsys¿ that there was incorrect data. The following information was provided by the initial reporter: synapsys anonymous double entry.

Event description:
It was reported that while using bd synapsys¿ that there was incorrect data. The following information was provided by the initial reporter: synapsys anonymous double entry.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.